Event description:
It was reported that the lead was revised because it migrated four segments upwards. When the pocket was opened, it was noted that the titan anchor was not sutured tightly enough. After correct fixation, the fixation was tested by pulling the lead. It seemed as though it was still possible to move the lead through the fixated/closed titan anchor. The titan anchor was then replaced by a new one. The patient was noted as 'fine.'

Manufacturer narrative:
Titan anchor 3550-39, lot# 0205427426, implanted: 2012-(B)(6), explanted: 2012-(B)(6). (B)(4): analysis results for the anchor were not available at the time of this report. A follow-up report will be sent when analysis is completed. The device is included in the medical device safety alert, for the model 3550-39 titan anchor due to the potential for lead migration as a result of insert separation within the anchor, physician communication ((B)(4) 2009).

Manufacturer narrative:
Final device analysis for titan anchor (B)(4) revealed no significant anomalies. The titan anchor was received intact. Anchor sleeve had breach cuts possibly indicating that sutures were present during implant. However, unable to determine how secure the sutures were. Was able to securely attach the titan anchor to a known good lead with three sutures on the anchor sleeve soaked in di water for over an hour with no movement of the anchor seen. Unable to duplicate issue seen. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.